Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the screw hole on the clamp was damaged.

Manufacturer narrative:
Patient information was unavailable from the site. Product information limited as the reported issue was noted to be an unidentified navigation product. 510(k) is unavailable as a product number was not provided with the reported issue. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the screw threading was noted to be damaged. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.